Event description:
The MFR received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. A high temperature alarm condition was found in the downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.